Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the axiom artis zee ceiling system. During an acute procedure, no fluoro was possible and the ias (image acquisition system) was not ready. The patient was safely removed from the system and transferred to an alternate system where the procedure was completed. We are unaware of any impact to the state of health of the patient involved.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause for the reported system behavior could not be determined. According to the provided log files, a digital image pre-processing (dipp) problem was detected by the system resulting in a dipp reset and disabling radiation. The reset takes about 70 seconds, after which, the system is ready for releasing x-ray again. In this case, time-out issues were reported by the system caused by a checksum error of the data transfer from the detector to the flat detector receiver board (fdr4). The replaced fdr4 board was returned for investigation, however, no defect could be found on the board and the reported error could not be reproduced. The service engineer (cse) replaced the flat detector receiver board (fdr4) and the system recovered. As the system recovered after the replacement of the fdr4 board, it is assumed that the polymer optical fiber (pof) of the fdr4 board may not have been connected properly during the event. No further corrective action are planned in the field at this time.